Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
It was reported that stent move on balloon occurred. The target lesion was located in a coronary artery. A 2.25 x 24mm synergy ii stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was also noted that the proximal one third portion of the stent was not properly mounted on the balloon. No patient complications were reported.